Manufacturer narrative:
Technician found the unit in basement. Found - left siderail would not lock due to missing latch bolt. Replaced the bolt and nut, completed function test to resolve this issue.

Event description:
Complaint alleged that the left siderail would not lock. No injury alleged.